Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported tubing leaks over the bed, making everything wet. The product leaked during patient use, and was replaced. The second set leaked as well. The fluids that leaked were lactated ringers, magnesium sulfate, and pitocin. There was no patient harm.